Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 30mmol/l with excess urination. The patient reportedly did not require medical intervention. The battery compartment reportedly was cracked. It was noted that the battery cap was replaced approximately 4 to 6 months ago. There no indication of damage to the battery cap; however, the yellow o-ring was visible. It was noted that the pump was requested back; however, the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.